Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent calibration and glucose accuracy concerns with the ilet system, believed the pump was at fault, and performed back-to-back calibrations, entered unverified manual glucose values to force lower readings, and used false meal announcements to obtain insulin; time in range was reported below 50%, with episodes of hyperglycemia including a reading over 400, and a factory reset was being considered. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included troubleshooting and targeted user education, with assignment for additional training. Investigation of this case revealed user-driven data entry practices that conflicted with device use instructions, likely leading to inaccurate cgm-to-pump integration and dosing behavior inconsistent with intended operation. It was concluded, based on previously established findings for similar reports, that user technique and improper inputs were the primary contributors.